Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a shaft break occurred. The target lesion was located in the circumflex artery. The lesion was predilated using a 2.0mmx12mm maverick balloon catheter. A 2.50x16mm promus element plus drug eluting stent was then selected to treat the target lesion. During advancing, the physician pushed the stent so hard that the shaft broke in half approximately 30 cm distal from the strain release hub. The device was removed from the patient. The physician ballooned the lesion more and the procedure was completed with another of the same device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The catheter was returned in two sections due to a hypotube break at 200 mm from the manifold strain relief. The hypotube was severely kinked and broken at a second location, 8 mm proximal to the first break site; however this section was held together with the hypotube coating. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a shaft break occurred. The target lesion was located in the circumflex artery. The lesion was predilated using a 2.0mmx12mm maverick balloon catheter. A 2.50x16mm promus element plus drug eluting stent was then selected to treat the target lesion. During advancing, the physician pushed the stent so hard that the shaft broke in half approximately 30 cm distal from the strain release hub. The device was removed from the patient. The physician ballooned the lesion more and the procedure was completed with another of the same device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).